Event description:
Pt obtained a blood glucose reading of 384 mg/dl on suspect device. Pt took insulin based on this result and did not eat. Pt did not feel well and went to dr who admitted him to the hosp. Hosp alleges that suspect device reads 100 pts higher than lab.